Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received information that this right atrial lead dislodged twice during the implant. It was repositioned and the pocket closed and it dislodged again. The pocket was reopened and the lead was repositioned again. There were no further adverse patient effects reported. The lead was repositioned twice during the procedure and once afterward. The lead remains implanted. At this time, there is no additional information available. If additional information becomes available, the event will be updated.